Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a ghost cubie had been detected in bin 04-14 for clonazepam 0.5mg tab due to the item remaining assigned in the system. A technical support specialist instructed the customer to de-assign the item so the ghost cubie could be cleared; later, a field service engineer dialed into the station and found that the onsite issue in zone 4, position 15 was caused by a broken spring preventing the cubie pocket from locking into place, and the field service engineer resolved the issue by replacing the cubie tray, verifying proper operation with the cubex tester, and arranging for a replacement pocket to be installed in zone 4, position 15. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, assistance was required to restock an ejected cubie from drawer 4, position 15. The customer confirmed that the cubie was found physically ejected in drawer 4 at position 15. However, the cubie admin screen still showed the item as detected and inserted in position 15, indicating a mismatch between the physical cubie state and the system detection. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.